Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 10/05/2010, 10/06/2010, 10/07/2010, and 10/19/2010 by phone, fax, and mail. Additional information received in a follow up phone call on 10/25/2010. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported a pt with a hyperopic surprise following intraocular lens (iol) implant surgery. In a follow up phone call, the surgeon reported the iol had been placed in the eye upside down. In a follow up phone call with surgeon, he reported he is not blaming the iol. Additional information has been requested.